Event description:
While collecting blood in a new hire physical, the needle came through the rubber stopper. This caused the blood to not be stopped between tube changes, and patient's blood continued to spill out. I also noticed that it was difficult to pull the tubes off of the needle. A similar incident transpired last week with another nurse in the clinic. Staff member was not stuck by the needle.